Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic decapitation of left renal cyst, the blade jaw of the dissector broke. The blade of dissector was new and completely disengaged. A new blade of dissector was used to complete the operation. There was no patient injury.